Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that she went to do an easy bolus and the pump started rapidly going through all the numbers in a continuous loop. Customer stated that it did not stop until she removed the battery. When the customer put the battery back in, she received a button error alarm. Customer took the battery out again and let it rest overnight. Customer put in a new battery this morning and the pump still has a button error. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.